Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing @ 45,9116 joules of use. The fiber was exchanged and the case was completed using a second fiber. Patient outcome: "ok, no harm to patient."

Manufacturer narrative:
Device available for evaluation updated. (B)(4). Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition. The glass cap exhibits mild detritus. The bevel section melted and exhibits burnt glue. There is some white unknown substance noted inside the fiber cap tip. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).